Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when operating the end to end anastomosis of the lower rectum during a laparoscopic low rectal cancer surgery, the anvil could not be tilted after firing and after the suture was completed, there was blood leakage found in the suture of small artery. They sutured again because blood leakage was found after the suture. The hospital reported the adverse event.